Manufacturer narrative:
(B)(4). Batch #: u94d4r. Investigation summary: the device was returned with the blade tip damaged, however, the blade was not cracked. The device was tested on a gen11. The device did activate during functional testing. No continuous activation issues or no uses remaining alert screen could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during an open gastrectomy, the activation sound was heard from the device when the device was on the mayo table, although the device was not activated. Then ¿device not found¿ was displayed on gen11. The device was plugged in and out for several times and gen11 was replaced, but the issue did not improve. The device was reconnected to the first gen11, but ¿no instrument uses remaining¿ displayed. This device may have worked even though they did not press the hand switch button. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. A competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.